Event description:
Customer was changing collimators. 1st attempt she noticed locking pins right hand side facing gantry were on top of retention plates. She removed collimator, put it back on collimator stand and reengaged collimator server and reinstalled collimator, visually inspecting pins she determined pins were all engaged. The safety by pass was apparently pushed and was still on at this time, she did not hear the beep to indicate collimator was installed. She does recall checking lights. She went to console and initiated index search. Head moved and dumped collimator on floor.